Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer is feeling better and is not experiencing symptoms at the time of call. On (B)(6) 2018 customer was hospitalized (600mg/dl non-fasting)) for hyperglycemia where he received insulin therapy to bring his blood glucose level down. He was discharged on (B)(6) 2018. Customer did not used hospital meter while in hospital. Customer is now using a new meter.

Event description:
Consumer reported complaint for e-5 blood glucose results. Son is calling on behalf of the customer. Customer is concerned with results obtained of e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling weak. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Mlc-21-possible sample issue (user) test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/21/2018 in a follow-up call to ensure the customer's condition since the initial call; customer is feeling better and is not experiencing symptoms at the time of call. On (B)(6) 2018 customer was hospitalized (600mg/dl non-fasting)) for hyperglycemia where he received insulin therapy to bring his blood glucose level down. He was discharged on (B)(6) 2018. Customer did not used hospital meter while in hospital. Customer is now using a new meter.

Event description:
Consumer reported complaint for e-5 blood glucose results. Son is calling on behalf of the customer. Customer is concerned with results obtained of e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling weak. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on 05/18/2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.